Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery. Upon removal it was observed that the aus exhibited fluid loss. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. A tear was identified in the cuff shell, consistent with wear at a fold. The balloon was visually and microscopically examined, and leak tested. No anomalies were found with the balloon. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. Based on the information available and analysis results, the leak identified in the cuff could have caused or contributed to the reported clinical observation of fluid loss.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery. Upon removal it was observed that the aus exhibited fluid loss. All components were removed and replaced. There were no patient complications.